Manufacturer narrative:
A ge rep evaluated the system and repaired the push-button x-ray switch. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The fse noted the foot switch was sticking and produced uncommanded x-rays. There is no report of injury or death associated with the event described in this complaint.